Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h13b05059 and h12l12064 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 5 involved in this peritonitis event.it was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis.